Manufacturer narrative:
Following an internal audit, this report is being submitted.

Event description:
The patient reported her parkinsons symptoms worsened, and increased, the morning after electrolysis was performed on her face. The patient reported the left leg was controlled by the dbs therapy prior to the procedure. The patient stated she had turned off her device and the technician had kept the wand 6 inches away from the dbs system. An exploratory surgery revealed the left lead was broken. A revision was scheduled for 2007. The patient's attorney stated the patient began to experience symptoms of increased tremor in her right arm and left leg in 2006. In 2007, the patient underwent a surgical procedure at which time, it was discovered that one of the leads had failed and had to be replaced. In two months later, the patient underwent surgery again for removal of the left deep brain stimulation electrode and replacement with a new electrode, connecting wire and neurostimulator. Additional information was requested by medtronic from the health care professional regarding the reported event; however, no additional information was provided.